Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary. No product or photo was returned by the customer. The customer complaint of tubing leaking at the end could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21069028 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd alaris pump module smartsite infusion set leaked at the end of the tubing. The following information was provided by the initial reporter: it was reported by customer that the pi IV set leaks at the end of the tubing while it was on a patient.